Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual examination found stent struts on the proximal end were pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-dec-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment but was unable to cross the lesion. The device was removed and the procedure was completed with another brand of smaller and shorter 2.5mm stent. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.